Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam.the patient alleged visualization of particles. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found a grey dust-like contamination on the rear panel exterior, a grey dust-like ring of contamination around the iso port, an indeterminant red/brown contamination on the enclosure top, under the right-side accessory door and at the rear panel, dust like contamination on the inside surfaces of the bottom and top enclosures as well as the front and rear panels. The manufacturer also found unknown particulate debris in the blower box, ring of keratin like contamination around the blower outlet seal, fine white dust like contamination on the blower housing, evidence of liquid ingress on the blower housing and the blower box, on the bottom enclosure at the left screw location, keratin like contamination on the blower box outlet, an unknown brown colored contamination on and inside the tubing connector, mineral deposits in the water tank, an unknown white particle on the drybox seal, slight dust like contamination on the drybox. The device's downloaded event log was reviewed by the manufacturer and found thirty two instances of e-106. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of bio contamination on the flip lid seal, dust and fibrous contamination throughout the humidifier chamber. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of particulate contamination within the device, none of which was consistent with sound abatement foam. Section d9, g3, h6 has been updated / corrected.